Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in the united states. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. All provided info and documents were reviewed during the investigation and no product failure could be determined. The product has been found to conform to specifications. It is not suspected that the product failure lead to the alleged event. No clear root cause could be determined. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that pt underwent left total hip arthroplasty on (B)(6) 2008. It is also reported that post op, pt experienced pain, instability, immobility and loosening, and was revised on (B)(6) 2010.